Manufacturer narrative:
Device was discarded.

Event description:
The user facility reported that the device's tip broke in the patient's bone marrow during a procedure. The tip was removed with no additional cutting to the patient. There was no delay, no medical intervention, and no adverse consequences.